Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a small metallic coil is deeply embedded into the tube'), pelvic pain ('pain') and uterine cyst ('other injury(ies) or complication please describe: myometrial cyst') in a 31-year-old female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast, back pain, cesarean section, ganglion cyst, urinary tract infection, pain right upper quadrant, joint pain, edema, myalgia, breast pain, nasal congestion, uterine bleeding, rectal pain, bloating, multiparous, multigravida, parity 3, abortion, endometrial polyp, abnormal uterine bleeding, vaginal pain and bladder pain. Previously administered products included for birth control: norplant from 2010 to (B)(6) 2011; for pain: motrin, vicodin and advil; for an unreported indication: oxybutynin and iud. Past adverse reactions to the above products included device dislocation with iud. Concurrent conditions included pollakiuria, hepatic steatosis, abdominal pain, painful urination and urge incontinence. Concomitant products included citalopram since june 2012, paroxetine since (B)(6) 2012 and sertraline since (B)(6) 2012 for anxiety and depression, medroxyprogesterone acetate (depo provera) from december 2012 to (B)(6) 2017 for birth control and menses irregular as well as cyclobenzaprine since (B)(6) 2011, dexlansoprazole from (B)(6) 2011 to (B)(6) 2019, esomeprazole from (B)(6) 2013 to (B)(6)2016, ferrous fumarate from (B)(6) 2011 to(B)(6)2019, gabapentin from (B)(6) 2011 to(B)(6)2019, naproxen from (B)(6) 2012 to (B)(6) 2017, piroxicam from(B)(6)2011 to (B)(6) 2019 and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6)2015, the patient experienced uterine cyst (seriousness criterion medically significant), 1 year 10 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression with anxiety and mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol;levonorgestrel (levonorgestrel + etinilestradiol), ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), etonogestrel and surgery (laparoscopic right adnexal cystectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, uterine cyst, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: cervicovaginal (liquid-based preparation): satisfactory for evaluation. Negative for intraepithelial lesion or malignancy infection. Shift in flora suggestive of bacterial vaginosis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2014: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: a small fibroid 0.6 cm, ems 0.7cm area of myometrial cyst, possible adenomyosis impression: 1. Anterior uterine body fibroid measuring up to 0.6 cm. 2. Myometrial anechoic cyst of the anterior uterine body may represent adenomyosis. If there is clinical concern for adenomyosis, for better characterization obtain MRI of the pelvis. 3. Essure appears to be in correct placement.; on an unknown date: findings: cervix: nabothian cysts. Other: echogenic foci at the expected regions of the uterine horns consistent with essure micro inserts. Subendometrial punctate echogenic foci without twinkle artifact measuring up to 0.2 cm. Impression: 1. Stable anterior uterine body fibroid. 2. Essure micro inserts appear to be in the expected location. 3. Heterogeneous endometrium with cystic focus in the present with endometrial hyperplasia or polyp; on an unknown date: ovarian cyst. Concerning injuries reported in this case the following ones were described in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, pelvic pain. Batch no b59464 production date 2013-08-05 expiration date 2016-08-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a small metallic coil is deeply embedded into the tube'), pelvic pain ('pain') and uterine cyst ('other injury(ies) or complication please describe: myometrial cyst') in a 31-year-old female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast, back pain, cesarean section, ganglion cyst, urinary tract infection, pain right upper quadrant, joint pain, edema, myalgia, breast pain, nasal congestion, uterine bleeding, rectal pain, bloating, multiparous, multigravida, parity 3, abortion, endometrial polyp, abnormal uterine bleeding, vaginal pain and bladder pain. Previously administered products included for birth control: norplant from 2010 to (B)(6) 2011; for pain: motrin, vicodin and advil; for an unreported indication: oxybutynin and iud. Past adverse reactions to the above products included device dislocation with iud. Concurrent conditions included pollakiuria, hepatic steatosis, abdominal pain, painful urination and urge incontinence. Concomitant products included citalopram since (B)(6) 2012, paroxetine since (B)(6) 2012 and sertraline since (B)(6) 2012 for anxiety and depression, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 for birth control and menses irregular as well as cyclobenzaprine since (B)(6) 2011, dexlansoprazole from (B)(6) 2011 to (B)(6) 2019, esomeprazole from (B)(6) 2013 to (B)(6) 2016, ferrous fumarate from (B)(6) 2011 to (B)(6) 2019, gabapentin from (B)(6) 2011 to (B)(6) 2019, naproxen from (B)(6) 2012 to (B)(6) 2017, piroxicam from (B)(6) 2011 to (B)(6) 2019 and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced uterine cyst (seriousness criterion medically significant), 1 year 10 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression with anxiety and mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol;levonorgestrel (levonorgestrel + etinilestradiol), ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), etonogestrel and surgery (laparoscopic right adnexal cystectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine cyst, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: cervicovaginal (liquid-based preparation): satisfactory for evaluation. Negative for intraepithelial lesion or malignancy infection. Shift in flora suggestive of bacterial vaginosis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: a small fibroid 0.6 cm, ems 0.7cm area of myometrial cyst, possible adenomyosis. Impression: 1. Anterior uterine body fibroid measuring up to 0.6 cm. 2. Myometrial anechoic cyst of the anterior uterine body may represent adenomyosis. If there is clinical concern for adenomyosis, for better characterization obtain MRI of the pelvis. 3. Essure appears to be in correct placement.; on an unknown date: findings: cervix: nabothian cysts. Other: echogenic foci at the expected regions of the uterine horns consistent with essure micro inserts. Subendometrial punctate echogenic foci without twinkle artifact measuring up to 0.2 cm. Impression: 1. Stable anterior uterine body fibroid. 2. Essure micro inserts appear to be in the expected location. 3. Heterogeneous endometrium with cystic focus in the present with endometrial hyperplasia or polyp; on an unknown date: ovarian cyst. Concerning injuries reported in this case the following ones were described in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Patient's medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a small metallic coil is deeply embedded into the tube'), pelvic pain ('pain') and uterine cyst ('other injury(ies) or complication please describe: myometrial cyst') in a (B)(6) year-old female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast, back pain, cesarean section, ganglion cyst, urinary tract infection, pain right upper quadrant, joint pain, edema, myalgia, breast pain, nasal congestion, uterine bleeding, rectal pain, bloating and multiparous. Previously administered products included for birth control: norplant from 2010 to (B)(6) 2011; for pain: motrin, vicodin and advil; for an unreported indication: iud. Past adverse reactions to the above products included device dislocation with iud. Concomitant products included citalopram since (B)(6) 2012, paroxetine since (B)(6) 2012 and sertraline since (B)(6) 2012 for anxiety and depression, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 for birth control and menses irregular as well as cyclobenzaprine since (B)(6) 2011, dexlansoprazole from (B)(6) 2011 to (B)(6) 2019, esomeprazole from (B)(6) 2013 to (B)(6) 2016, ferrous fumarate from (B)(6) 2011 to (B)(6) 2019, gabapentin from (B)(6) 2011 to (B)(6) 2019, naproxen from (B)(6) 2012 to (B)(6) 2017, piroxicam from (B)(6) 2011 to (B)(6) 2019 and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced uterine cyst (seriousness criterion medically significant), 1 year 10 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression with anxiety and mental anguish"). The patient was treated with ethinylestradiol; levonorgestrel (levonorgestrel + ethinylestradiol), ethinylestradiol; norethisterone acetate (norethindrone acetate and ethinyl estradiol), etonogestrel and surgery (laparoscopic right adnexal cystectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine cyst, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, uterine cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: cervicovaginal (liquid-based preparation): satisfactory for evaluation. Negative for intraepithelial lesion or malignancy infection. Shift in flora suggestive of bacterial vaginosis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: a small fibroid 0.6 cm, ems 0.7cm area of myometrial cyst, possible adenomyosis. Impression: anterior uterine body fibroid measuring up to 0.6 cm. Myometrial anechoic cyst of the anterior uterine body may represent adenomyosis. If there is clinical concern for adenomyosis, for better characterization obtain MRI of the pelvis. Essure appears to be in correct placement.; on an unknown date: findings: cervix: nabothian cysts. Other: echogenic foci at the expected regions of the uterine horns consistent with essure micro inserts. Subendometrial punctate echogenic foci without twinkle artifact measuring up to 0.2 cm. Impression: stable anterior uterine body fibroid. Essure micro inserts appear to be in the expected location. Heterogeneous endometrium with cystic focus in the present with endometrial hyperplasia or polyp; on an unknown date: ovarian cyst. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as anxiety, depression, menorrhagia, dysmenorrhea, abdominal pain, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet and medical record received. Event began to experience complications was replaced with more specific events. Events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression with anxiety and mental anguish, migraines / headaches, dysmenorrhea (cramping), pelvic pain, other injury(ies) or complication please describe: myometrial cyst, a small metallic coil is deeply embedded into the tube were added. Lot number, suspected drug stop date, indication were updated. Medical history, lab data concomitant drug treatment and historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a small metallic coil is deeply embedded into the tube'), pelvic pain ('pain') and uterine cyst ('other injury(ies) or complication please describe: myometrial cyst') in a 31-year-old female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast, back pain, cesarean section, ganglion cyst, urinary tract infection, pain right upper quadrant, joint pain, edema, myalgia, breast pain, nasal congestion, uterine bleeding, rectal pain, bloating and multiparous. Previously administered products included for birth control: norplant from 2010 to september 2011; for pain: motrin, vicodin and advil; for an unreported indication: iud. Past adverse reactions to the above products included device dislocation with iud. Concomitant products included citalopram since june 2012, paroxetine since june 2012 and sertraline since june 2012 for anxiety and depression, medroxyprogesterone acetate (depo provera) from december 2012 to september 2017 for birth control and menses irregular as well as cyclobenzaprine since july 2011, dexlansoprazole from july 2011 to february 2019, esomeprazole from april 2013 to december 2016, ferrous fumarate from august 2011 to february 2019, gabapentin from august 2011 to february 2019, naproxen from june 2012 to june 2017, piroxicam from august 2011 to february 2019 and tramadol from august 2014 to march 2015. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced uterine cyst (seriousness criterion medically significant), 1 year 10 months after insertion of essure. In december 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression with anxiety and mental anguish"). The patient was treated with ethinylestradiol;levonorgestrel (levonorgestrel + etinilestradiol), ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), etonogestrel and surgery (laparoscopic right adnexal cystectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine cyst, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, uterine cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: cervicovaginal (liquid-based preparation): satisfactory for evaluation. Negative for intraepithelial lesion or malignancy infection. Shift in flora suggestive of bacterial vaginosis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 14-feb-2014: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: a small fibroid 0.6 cm, ems 0.7cm area of myometrial cyst, possible adenomyosis impression: 1. Anterior uterine body fibroid measuring up to 0.6 cm. 2. Myometrial anechoic cyst of the anterior uterine body may represent adenomyosis. If there is clinical concern for adenomyosis, for better characterization obtain MRI of the pelvis. 3. Essure appears to be in correct placement.; on an unknown date: findings: cervix: nabothian cysts. Other: echogenic foci at the expected regions of the uterine horns consistent with essure micro inserts. Subendometrial punctate echogenic foci without twinkle artifact measuring up to 0.2 cm. Impression: 1. Stable anterior uterine body fibroid. 2. Essure micro inserts appear to be in the expected location. 3. Heterogeneous endometrium with cystic focus in the present with endometrial hyperplasia or polyp; on an unknown date: ovarian cyst. Concerning injuries reported in this case the following ones were described in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a small metallic coil is deeply embedded into the tube'), pelvic pain ('pain') and uterine cyst ('other injury(ies) or complication please describe: myometrial cyst') in a 31-year-old female patient who had essure (batch no. B59464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast, back pain, cesarean section, ganglion cyst, urinary tract infection, pain right upper quadrant, joint pain, edema, myalgia, breast pain, nasal congestion, uterine bleeding, rectal pain, bloating and multiparous. Previously administered products included for birth control: norplant from 2010 to (B)(6) 2011; for pain: motrin, vicodin and advil; for an unreported indication: iud. Past adverse reactions to the above products included device dislocation with iud. Concomitant products included citalopram since (B)(6) 2012, paroxetine since (B)(6) 2012 and sertraline since (B)(6) 2012 for anxiety and depression, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 for birth control and menses irregular as well as cyclobenzaprine since (B)(6) 2011, dexlansoprazole from (B)(6) 2011 to (B)(6) 2019, esomeprazole from (B)(6) 2013 to (B)(6) 2016, ferrous fumarate from (B)(6) 2011 to (B)(6) 2019, gabapentin from (B)(6) 2011 to (B)(6) 2019, naproxen from (B)(6) 2012 to (B)(6) 2017, piroxicam from (B)(6) 2011 to (B)(6) 2019 and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced uterine cyst (seriousness criterion medically significant), 1 year 10 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression with anxiety and mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol;levonorgestrel (levonorgestrel + etinilestradiol), ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), etonogestrel and surgery (laparoscopic right adnexal cystectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine cyst, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: cervicovaginal (liquid-based preparation): satisfactory for evaluation. Negative for intraepithelial lesion or malignancy infection. Shift in flora suggestive of bacterial vaginosis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: a small fibroid 0.6 cm, ems 0.7cm area of myometrial cyst, possible adenomyosis impression: 1. Anterior uterine body fibroid measuring up to 0.6 cm. 2. Myometrial anechoic cyst of the anterior uterine body may represent adenomyosis. If there is clinical concern for adenomyosis, for better characterization obtain MRI of the pelvis. 3. Essure appears to be in correct placement.; on an unknown date: findings: cervix: nabothian cysts. Other: echogenic foci at the expected regions of the uterine horns consistent with essure micro inserts. Subendometrial punctate echogenic foci without twinkle artifact measuring up to 0.2 cm. Impression: 1. Stable anterior uterine body fibroid. 2. Essure micro inserts appear to be in the expected location. 3. Heterogeneous endometrium with cystic focus in the present with endometrial hyperplasia or polyp; on an unknown date: ovarian cyst. Concerning injuries reported in this case the following ones were described in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the events ¿bladder problems¿, ¿urinary problems¿ ¿bladder infection¿, ¿urinary tract infection¿, ¿vaginal infection¿ and ¿vaginal discharge¿ were added. Reporter information was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.